Manufacturer narrative:
Patient age - the exact age of the patient was not reported, however, the patient was reported to be under 18 years old. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the physician noticed that the working channel sleeve had protruded after the spyscope was advanced over the guidewire in the bile duct. When the guidewire was removed, the working channel sleeve did not protrude. When spybite biopsy forceps were advanced through the spyscope ds device, the working channel sleeve protruded again. The biopsy forceps were advanced through the spyscope ds four times, and each time the working channel sleeve protruded. The procedure was completed with the original spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.